Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted into the patient. It is also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to uterovaginal prolapse, incontinence and pelvic pain along with concurrent transvaginal hysterectomy with right salpingo-oophorectomy and perineorrhaphy. It was also reported that patient underwent partial mesh removal on 10/05/2009 due to pain, infection, dyspareunia, bleeding, and mesh exposure. No additional information was provided. (B)(4).